Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide cath: sheathless guiding. Stent: taxus element 3.0x32. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible on the stent implant and on the balloon, consistent with the sds advanced into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the first row at the proximal end of the stent implant, confirming the reported stent damage. There were two kinks in the hypotube 1.5 cm and 54.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The sds was advanced through a new 6fr guiding catheter and removed with slight resistance noted at the flared struts during removal. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. It is likely that the stent interacted with the lesion during retraction, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter during retraction. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion is in the right coronary artery (rca), with mild tortuosity, moderate calcification, a concentric lesion, de novo and a 95% stenosis. The target vessel diameter is 2.75 mm and the target vessel length is 23 mm. After predilatation of the lesion, a 3.0x32 mm non-abbott drug eluting stent was implanted in the proximal rca. An attempt was then made to deliver the 2.75x23 mm xience v; however, it would not cross. Upon retraction of the stent delivery system (sds) through the guiding catheter, the sds stuck in the catheter. After full retraction of the sds a stent strut was noted to be flared. No patient effects were reported. No additional information was provided.